Event description:
It was reported that the left ventricular lead dislodged. The lead was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed), the outer insulation was breached cut, and the lead exhibited apparent explant damage.